Event description:
A healthcare facility reported that the intraocular pressure went out of control (higher than 40-50 mmhg) during surgery. The procedure was completed with no pt harm. No add'l info is expected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).